Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient went to the emergency room with syncope. The x-ray found the patient had a perforation. Their right ventricular (rv) lead had high thresholds and possible loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.